Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported at an undetermined location, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during an unspecified dwell of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported by the hp that there was a leak but the location was undetermined. The hp stated that the bag was dry and the table where the supply bag was placed was dry, but the floor was wet. Renal therapy services (rts) advised the hp to cycle the power to the device twice to clear the alarm and to start over with new supplies. Proper procedures per the user manual were reviewed with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.